Event description:
It was reported that the patient suffered a metacarpal fracture while boxing. An orif was performed at the time. At an unk time post-op, a second surgery was conducted due to non union and plate fracture. During this procedure, rhbmp-2/acs was used around the non-union and also placed into the screw holes. The surgeon reports that he has subsequently seen several lytic lesions approximating half the width of the metacarpal at the sites of the screws. He reports seeing healing supra-cortically at the fracture site.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.